Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted q2 transistor on the computer/analog pca and a defective t2 transformer on the defibrillator pca. The root cause for the shorted q2 transistor and t2 transformer could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.